Manufacturer narrative:
H.6. Investigation summary: customer returned photos of 3/10cc, 6mm, 31g syringes with the poly bag from lot # 8337709. Customer states that the needle is bending. The photos were examined and exhibited a bent cannula. A review of the device history record was completed for batch #8337709. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications [200794548, 200794547] noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure root cause: cannula bent during use of the product by the customer. H3 other text : see h.10.

Event description:
It was reported that the cannula broke off in abdomen during injection with a bd 0.3 ml insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter, translated from portuguese to english: I am having a problems with the last 2 packs of 10 units I bought because the needles are breaking when I try to pull the insulin from the package refill. A needle has already broken in my belly, when I applied the needle, it turned (outside before applying, just touching the belly) this is absurd, it can cause a serious injury and even take the client to the hospital due to a lost needle inside the body. She also reported that in the previous batch, 1 needle became bent at the moment she inserted the syringe for insulin application in the abdomen, making it impossible to use it (she does not have access to more information, as she discarded the packaging). Patient does not reuse the syringes and rotates correctly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8337709, medical device expiration date: 2023-12-31, device manufacture date: 2018-12-03, medical device lot #: unknown, medical device expiration date: unknown, . Device manufacture date: unknown. " initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the cannula broke off in abdomen during injection with a bd 0.3 ml insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter, translated from portuguese to english: I am having a problems with the last 2 packs of 10 units I bought because the needles are breaking when I try to pull the insulin from the package refill. A needle has already broken in my belly, when I applied the needle, it turned (outside before applying, just touching the belly) this is absurd, it can cause a serious injury and even take the client to the hospital due to a lost needle inside the body. She also reported that in the previous batch, 1 needle became bent at the moment she inserted the syringe for insulin application in the abdomen, making it impossible to use it (she does not have access to more information, as she discarded the packaging). Patient does not reuse the syringes and rotates correctly.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1920898-2020-01177 was sent in error. Investigation and pictures received reveal that the needle was bending not breaking, therefore, cannula crimped or bent is not considered to be a reportable malfunction.

Event description:
It was reported that the cannula broke off in abdomen during injection with a bd 0.3 ml insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter, translated from portuguese to english: I am having a problems with the last 2 packs of 10 units I bought because the needles are breaking when I try to pull the insulin from the package refill. A needle has already broken in my belly, when I applied the needle, it turned (outside before applying, just touching the belly) this is absurd, it can cause a serious injury and even take the client to the hospital due to a lost needle inside the body. She also reported that in the previous batch, 1 needle became bent at the moment she inserted the syringe for insulin application in the abdomen, making it impossible to use it (she does not have access to more information, as she discarded the packaging). Patient does not reuse the syringes and rotates correctly.